Event description:
The international customer reported the ventilator alarmed due to a vent inop air valve liftoff failure. The customer reported there was no patient involvement. The manufacturers service technician reported the blower required replacement. The customer refused device repair.